Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, pre-operatively, the suture's envelope was opened and when the product was removed, the needle was disassembled from the strand. Another suture unit of the same references and lot was used. There was no patient involvement.